Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that during a colectomy procedure, the packaging inside was not sterile. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: we received the device. Is the packaging available for return? Response from the account contact: there is no packaging left over. The ecs29a device was returned with no packaging materials, so the packaging could not be inspected for integrity or damage. The complaint event could not be confirmed. If the packaging materials are available for return, the complaint will be re-evaluated. Lot history review could not be performed because package lot number was not provided. The device batch, l54065, was contained into three packaged lots, l4f484, lf4489, and l4f57d. It could not be determined which of the package lots was involved.